Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer failed link electronic module (lem) circuit board testing, as a result the lem board was replaced. It was also noted that the programmer failed right antenna testing due to the antenna being loose, the lower case had a cosmetic issue and the system fan was noisy. (B)(4).

Event description:
It was reported the programmer needs repair. Follow-up with the medtronic representative determined the programmer was no longer needed, and no further details on what needed repair were available. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.